Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricle (rv) lead exhibited low pacing impedance, loss of capture, and decreased r-wave amplitude. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.